Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, (B)(4), (rep): medtronic received information regarding a navigation system pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigation system did not operate as designed. Additional information was received stating that the first imaging system spin would not push to the navigation system automatically, so I tried to push it manually and it did push to the navigation system, but it did not recognize the scan as being navigational wanted to perform a manual registration. Proceeded by doing another imaging system spin and the second scan pushed automatically with no problems. The issue extended the surgical time by less than 1 hour. There was no impact to the patient. The imagining system was checked out. The issue was resolved by rebooting the system. The issue was addressed in the new software re lease.